Manufacturer narrative:
Evaluation summary: one device returned for evaluation contained in a plastic bag along with its original opened unit pack. Visual examination shows that shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The style wire was removed from the tubing and 5mls of air was removed from cuff body. The stylet wire was replaced in the tubing and the returned unit was inflated using the parameters set out in if001. The returned unit inflated however an attempt made to deflate the returned unit failed. The stylet wire was removed from the tubing and 3mls of air was removed from the tracheal cuff. The returned unit re-inflated without any issue. The returned unit was then deflated without any restriction noted. The returned unit was inflated / deflated three times without the stylet wire and no issue was noted. The reported defect could only be detected when the stylet wire is contained in the tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the pre-test the cuff would not deflate. The customer reported that there was no patient involved.